Manufacturer narrative:
A supplemental MDR is being submitted due to device evaluation findings. Sections g6, h2, h3 and conclusions in section h11 were updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. Section h10 was updated with reference to the other report submitted for this case. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. Upon visual examination, it was noted that the crimped valve punctured through the liner. Additionally, there was evidence that the bent strut of the valve protruded from the sheath shaft material. The sheath shaft was kinked before the crimped valve. Due to the condition of returned device (liner torn), no applicable functional testing was able to be performed. Liner thickness was measured along the liner tear, and all measurements were found to be within specification. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Images of the patient's vessels were provided and review of the images revealed tortuosity in the patient's right access vessel. The complaint for resistance was confirmed based on evaluation of the returned device. Available information suggests that patient factors (tortuosity) likely contributed to the event. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. The complaint for the liner puncture and a puncture of the sheath shaft material were confirmed via evaluation of the returned device. Available information suggests that patient factors (tortuosity) and/or procedural factors (high push force) likely contributed to the event as tortuosity was confirmed via the provided imagery of patient anatomy, and it was reported that "after valve delivery, it was noticed patient had a perforation of the external iliac artery." High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage/kinks or punctures. When combined with non-coaxial advancement trajectories (rendered through anatomical complexities), these forces can further exacerbate damage to the sheath shaft, and liner, particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement procedure with a 26 mm sapien 3 ultra resilia valve, after expanding the 14f esheath+ with the expansion tool and pre dilating the vessel with a 16f dilator, the valve and commander delivery system became lodged in the esheath+ during advancement of the valve. Upon removal of the system, it was observed that the valve had punctured through the expanding portion of the esheath+. A new esheath, delivery system, and valve were subsequently inserted, and the new valve was successfully implanted. After valve delivery, it was noticed patient had a perforation of the external iliac artery. A covered stent was placed and the patient was taken to recovery in stable condition.

Manufacturer narrative:
Investigation is ongoing.